Event description:
Device 2 of 2. Ref MFR report# 1627487-2014-12458. It was reported the pt lost stimulation coverage. Diagnostic testing revealed may invalid contacts. An sjm rep reprogrammed the right lead to provide some stimulation on the right side, however, the pt does not receive effective stimulation for her pain. The physician explanted and replaced the lead. The pt reported receiving effective stimulation therapy.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.